Event description:
It was reported that an unspecified cartridge alarm occurred. There was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting. Cts to send replacement pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.